Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site by the ventricular assist device (vad) coordinator that the patient support was withdrawn on (B)(6)2017 and the patient expired on (B)(6)2017 from multisystem organ failure. No other information was provided. No autopsy report available. No additional information available.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. Pump (B)(4) was not returned to heartware for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against (B)(4) ; therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. Of note, it was reported that the patient expired on (B)(6) 2017 from multisystem organ failure. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.